Manufacturer narrative:
(B)(4). The customer reported they were unable to perform a synchronized cardioversion. There was no negative pt impact. This complain is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they were unable to perform a synchronized cardioversion. There was no negative pt impact.